Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the hospital for three weeks when her insulin pump was removed. A battery out limit was received after the battery had been taken out. No further details were given.